Manufacturer narrative:
The customer's blood glucose monitor has not been returned for investigation. The test strips have been returned. Results of the return testing of the glucose test strips pending at time of file. Retain testing of the strip lot has been requested. A follow up report will be filed.

Event description:
Routine complaint investigation, when a consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose meter. The results when plotted on to a parkes error grid, fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.